Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a loose front panel, which caused the light emitting diode on the control panel to not light up. There was no patient involvement.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, field h9 was inadvertently filled out on the initial medwatch.